Event description:
It was reported that during testing the cassette sensor was defective. There was no patient involvement and harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. There was no service history within the last twelve months. The reported issue could not be duplicated however, further inspection identified a delaminated downstream occlusion (dso) seal and buckling upstream occlusion (uso) seal. The device then passed all the tests after the repairs.